Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, raynaud's phenomenon.

Event description:
Patient reported via breast implant follow-up study (bifs) "raynaud's phenomenon" and "firm and looks abnormal due to capsular contracture". Later healthcare professional reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. Raynaud's phenomenon: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported via breast implant follow-up study (bifs) "raynaud's phenomenon" and "firm and looks abnormal due to capsular contracture". Later healthcare professional reported left side "rupture". Device has been explanted and replaced.